Event description:
Same case as MFR#: 2134265-2009-05210. It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. An unknown liberte' stent was implanted on an unknown date in the mid left anterior descending (lad) artery. Post the original stenting procedure, in-stent restenosis was identified. A 3.0x20 mm apex monorail was advanced to treat the 90% restenosed and moderately tortuous target lesion, located in the previously implanted liberte' stent. Upon the third inflation, the apex monorail ruptured at 12 atmospheres. The procedure was completed with another of the same device. There were no patient complications and the patient condition is reported as good.

Manufacturer narrative:
(B)(6). (B)(4).